Event description:
Surgeon was about to trial with a 52mm trident window trial. Prior to positioning the trial using the universal positioning handle, the surgeon noticed some fine metal threads coming from the window trial threaded drive hole. He noticed the window trial was not stable on the handle and thought that the window trial threads had cross threaded or were damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.